Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
The customer¿s report that fluid leaked at the connection between the spike and bag was not confirmed. Visual inspection of the set noted the drip chamber was empty and the roller clamp was open when received. There were no anomalies noted. Functional and pressure testing was performed and no leaking was observed. Dimensional testing was done on the closure piercing device of the drip chamber and all measurements were within specifications. The root cause of the leak was not identified.

Event description:
The customer reported leakage of cytoxan 7,800 mg. At the connection between spike and bag. There was a small amount of chemo left in the bag so the nurse squeezed the drip chamber so that all the medication would infuse. A small amount of chemo squirted out on the top of her hand; no medical intervention was required.